Manufacturer narrative:
Additional information provided in block b5. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7078872. Product family: scs-linear leads-MRI, upn: m365sc2408740. Model: sc-2408-74, serial: (B)(6), batch: 7078981. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7085046. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084857.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and swelling at the implantable pulse generator (ipg) site. The physician assessed that the possibility of infection was likely therefore, the patient was treated with antibiotics and the patient underwent an explant procedure during which the ipg and leads were removed. The explanted devices will not be returned as they were discarded at the medical facility. Additional information was received that the physician assessed the infection as related to the device. However, a culture was taken and the results did not detect an infection. The patient is doing well with antibiotic treatment postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and swelling at the implantable pulse generator (ipg) site. The physician assessed that the possibility of infection was likely therefore, the patient was treated with antibiotics and the patient underwent an explant procedure during which the ipg and leads were removed. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6); product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6); product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6); product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6).